Event description:
Description of event: it was reported that during a procedure, the cutting mode of the torch hook was working slower than usual. The coagulation mode was working normal. The torch hook was connected to the product e2450h (lost). The generator was a non (B)(6) unit. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).